Manufacturer narrative:
(B)(6). Device manufacture date: august 14, 2015- august 17, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused solution. The reporter stated that when the device was disconnected, there was still 2/3 of the solution remaining. The device was filled with 9100mg of fluorouracil and 82 ml of sodium chloride. The fill volume was 264ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.